Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited flipper issue and syringe plunger not in place error. No patient injury was reported.

Manufacturer narrative:
Other text: d10, h3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection the device was observed to have broken tamper seals, top case corners chipped, cracked right plunger case, missing plunger case seal, plunger flippers stuck partially open, a broken ear clip, and the bottom case screw post broken. The reported issue was confirmed during functional testing when the device displayed a "syringe not in place" error. The issue was traced to the plunger flippers, which were stuck open. The investigation determined this was caused by the device timing plates, which were assembled incorrectly, resulting in damage to the q1 chip of the device main board. The investigation found traces of glue on one corner of the board, which had become detached. The investigation attributed the root cause of the reported issue to user interface and improper assembly by the user. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The plunger main board was replaced and secured on both corners with glue. The timing plates were also reassembled in the correct configuration.